Event description:
During a code, the suction apparatus (wall suction) was activated to suction the pt's mouth prior to intubation. Nursing staff state that upon turning the suction on it was working properly, however, as they attempted to suction secretions from the pt's mouth, it abruptly stopped working. They state that they needed to discontinue using this suction and use an alternative source to accomplish the task of suctioning the pt's secretions. Per the hosp, they " switched the cath to another canister at the 2nd bed and it worked fine." She's not sure how long the delay was, whether it was seconds or minutes. The pt eventually expired. Hospital reported that the pt "had a lot of medical problems" but provided no details.

Manufacturer narrative:
One flex 1000cc lid/liner assembly sample was returned from the customer site in 2009. The unit did not appear to have been used. During the investigation, the lid date code was determined to be the month before, which is indicative of the lid molding date. Therefore, this unit would not be part of the lot reported, j902-359, which was packed out feb 12, 2009. The returned sample met all visual and functional requirements. Premature shut off conditions were duplicated and vacuum restored per our directions for use. As the actual product involved was not returned for evaluation, we are unable to determine a definitive root cause of the problem described.